Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced placement difficulty with the right ventricular (rv) lead when the helix would not extend. The lead was removed from the patient and tested again with the same results. The lead was not utilized and an alternate lead was placed. No patient complications have been reported as a result of this event.